Manufacturer narrative:
(B)(4). Results: (hemorrhage requiring transfusion).

Event description:
Four endeavor sprint rx drug eluting stents were implanted in the mid rca during the index procedure. A staged procedure was carried out one week post the index procedure, an endeavor sprint rx drug eluting stent was implanted in the prox lcx. Patient was reported to be asymptomatic / free of symptoms at the 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow ups. Approximately 3 years and four months post the index procedure the patient experienced spontaneous gastro-intestinal bleeding. The patient had been taking asa, clopidogrel/ticlopidine prior to the event. The investigator has indicted the event was not related to the study stent. Auto transfusion of 2 units was carried out. (Ref MFR # 9612164201100914, 9612164201100915, 9612164201100916 and 9612164201100917).